Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by our edwards japanese affiiliates, during a transfemoral transcatheter aortic valve replacement procedure with a 26mm sapien 3 ultra resilia valve, resistance was encountered when inserting the delivery system into the esheath+. When advancement was continued, the valve did not exit from the distal tip of the sheath, and under fluoroscopy, the valve stent appeared to be stacked at the tip of the sheath. The valve subsequently protruded out the side of the sheath. The report indicates that the damage occurred while the valve and delivery system were passing through the sheath. A tear in the seam at the fully expanded portion of the sheath and damage to the distal tip were observed. A hole was created at the distal tip of the sheath by the valve passing through the interior. No difficulty was encountered during insertion or removal of the sheath itself; however, resistance was encountered during insertion of the delivery system through the sheath. During removal of the sheath and the valve, vascular injury occurred. The reporter described that the intima of the left common iliac artery and external iliac artery was damaged. The vascular intima was treated by lining with a stent. The perceived root cause was that, during removal of the sheath and the valve, the intima may have been damaged either by the exposed valve protruding through the torn seam of the sheath or by the torn seam itself. The degree of calcification and tortuosity of the access vessel was mild. The device will be returned for the evaluation.